Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the first leg was implanted into the sacrospinous ligament successfully. The physician threw the second leg through the ligament, but was unhappy with the placement within the ligament. As the physician attempted to rethrow the leg, the needle detached and was captured inside the capio device.the physician removed the device from the patient. Because a second uphold vaginal support system was not available, the physician used a pinnacle anterior/apical pfr kit and modified it's mesh assembly by removing the two arcus tendineous legs to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.